Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the belt being difficult to connect due to 1 guide pin bent. The root cause for the damaged guide pin could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.